Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a lifted dso seal. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. During accuracy testing, the pump was found to be slightly over delivering to the manufacturing specifications. It was determined that the cause was due to the expulsor. As a result, the expulsor was trimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Event description:
It was reported, that the pump was over infusing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.